Event description:
It was reported that an ilet user experienced hyperglycemia after a dinner announcement, with blood glucose reaching 372 mg/dl and remaining elevated for approximately 90 minutes without occlusion or dosing-stopped alert. The user believed the meal contained more carbohydrates than usual, and pump-delivered correction doses subsequently reduced glucose levels. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement as glucose trended down to 251 mg/dl. Investigation included remote review of device-delivered correction dosing and user-reported meal information. Investigation of this case revealed device therapy was functioning, corrections were administered as intended, and the event was consistent with an inaccurate or underestimated meal size announcement leading to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related carbohydrate estimation with device performing as designed.